Event description:
It was reported that the customer received an alarm 21a related to altitude. There was no information available regarding any impact on the customer¿s blood glucose level. No additional information was provided.